Manufacturer narrative:
Investigation is ongoing. Device not returned.

Event description:
As reported by a field clinical specialist (fcs), approximately 1 month post implant of 29 mm sapien 3 valve in the aortic position, a recent echo revealed what appears to be 2 of 3 leaflets fused (not opening and closing just static). The physicians looked at post operative day 1 echo (tte) and believe that these stuck leaflets were also observed but not as apparent as the most recent tte. According to the record upon implantation the tee mavg was 2mm hg. On post-op day 1 the mavg had increased to 13mm hg and peak velocity 2.5. The most recent tee peak velocity was measured at 2.8. Through follow-up it as confirmed that the physician had discussed possible valve in valve re-intervention.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the device evaluation. The following sections of this report have been updated: corrected h.6 investigation conclusions and added new information to h.6 type of investigation and investigation findings. The sapien 3 valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was reviewed by edwards (ew) proctor and review is as follow: the images were very well done and show the valve after implantation quite well. Should the patient show signs of deterioration clinically or the gradient climb, would consider placing a second valve in the first. Suggest ruling out clot prior to doing so to limit risk of cerebral vascular accident (cva). All inspections are conducted on 100% of the units. Per procedure, the sapien 3 valve is visually and dimensionally inspected for defects. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history revealed no other similar returned complaints for the trend categories. However, no manufacturing non-conformances were identified during the investigations of the similar complaints. The instructions were reviewed instruction for use (IFU) for commander delivery system with s3/s3u, procedural training manual and no IFU/training deficiencies were identified. The edwards sapien 3 and sapien 3 ultra thv system are contraindicated in patients who cannot tolerate an anticoagulation/antiplatelet regimen, who have active bacterial endocarditis or other active infections, or who has significant annuloplasty ring dehiscence. Long-term durability has not been established for the thv. Medical follow-up is advised so that thv-related complications can be diagnosed and properly managed. Valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. This device has not been tested for use without anticoagulation. Additional potential risks associated with the use of the valve, delivery system, and/or accessories include: device thrombosis requiring intervention and valve thrombosis. Thv recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. A risk assessment was performed on the reported event and reveal no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint for "leaflet motion restricted-in patient" was confirmed from edwards (ew) proctor imagery review. A review of DHR, lot history, and complaint history did not identify any manufacturing non-conformities that would have contributed to the reported event. Additionally, no IFU/training manual inadequacies were identified. During the manufacturing process, all sapien 3 valves are 100 percent visually inspected for defects and 100 percent tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, "approximately 1 month post implant of 29 mm sapien 3 valve in the aortic position, a recent echo revealed what appears to be 2 of 3 leaflets fused (not opening and closing just static). The physicians looked at post operative day 1 echo (tte) and believe that these stuck leaflets were also observed but not as apparent as the most recent tte." Ew proctor review also confirmed two leaflets frozen together. Additionally, ew proctor noted the possibility of thrombosis causing the reported leaflet motion restriction. Formation of thrombosis on leaflet(s) affects proper coaptation/functionality of the leaflets. As such, it is possible that patient factors (thrombosis) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation or a corrective preventative action (CAPA) is not required.